Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). Test strip UDI# (B)(4). Note: manufacturer contacted customer on 3/2/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that he got a different brand replacement product at the local pharmacy. They have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 90-130mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is 12/15/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6).